Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A fifty-three-year-old male patient with acute myocardial infarction/cardiogenic shock presented with long delay. Impella cp implanted pre-intervention, and 6 stents placed in coronary arteries. Patient did not improve hemodynamically, and extracorporeal membrane oxygenation (ECMO) added as primary support device, with impella remaining. Decided to transfer patient for advanced treatment. On combined care, patients experienced epistaxis. Heparin therapy was stopped. Patient escalated to impella 5.5 in combination with ECMO. Thrombus noted in descending aorta and removed with aspiration device. Care withdrawn, and patient expired. Impella cp was being conservatively reported with epistaxis and thrombosis, however, ECMO therapy is associated with bleeding of all types, along with thrombus formation, and is the primary support therapy in this case. Additionally, death will be conservatively reported for the impella cp.

Manufacturer narrative:
Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.